Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who indicated the time of the event occurred at 6:53 a.m. On (B)(6) 2025. The following functional tests were performed: the rse performed remote access to the server and confirmed the unit displayed clinical alarms, which indicate that the red alarm of tachycardia ventricular were generated and accepted at the indicated time. The rse emailed the extract of the data, and it was sent to the email address of the customer as per the agreements made. The system was reported to have no anomalies, and it is in operation. Logs were requested; however, they were not retained/provided by the rse. Based on the information available and the testing conducted, the reported problem could not be confirmed as data showed red alarms were generated at the time of the event in question. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the night staff did not hear a red alarm from telemetry in the new department at the central station. The device was in use on patient at time of event, there was no adverse event reported.